Event description:
The analyzer produced luminometer data invalid codes and multiple biased quality control results. The system was initialized while samples were being processed which could cause false negative b-hcg, ckmb and tropinin I pt results to be reported. There was no report of pt harm as a result of this occurrence.